Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0155 competitor implantable tachy lead, implanted: (B)(6) 2000; 4464 competitor implantable pacing lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. The patient was brought to the clinic because the clinician could not get remote transmission. The patient reported washing recreational vehicle with a cleaner and a rag at the time of the shock. It was noted this was consistent with a 60hz power being picked up by the device. The device remains in use. No further patient complications have been reported as a result of this event.